Event description:
It was reported that the caller experienced an occlusion alarm occurred, but the impact on the customer's blood glucose level was unknown as the caller declined to provide this information. Tandem technical support instructed the caller to perform several actions, including disconnecting tubing, delivering boluses, and replacing supplies. The issue persisted until the bolus was successfully delivered with a new cartridge. The supplies were recommended to be replaced, and the caller was advised to resume insulin therapy and was offered follow-up assistance for further support.